Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot-looping. The cns will boot into windows and attempt to load the software and after the alarm indicator flashes. It reboots itself and repeats. They have tried swapping the hdds and made sure the cables were all plugged in fully and into the correct ports. No error messages while booting, just boot looping after the alarm light. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot-looping. The cns will boot into windows and attempt to load the software and after the alarm indicator flashes. It reboots itself and repeats. They have tried swapping the hdds and made sure the cables were all plugged in fully and into the correct ports. No error messages while booting, just boot looping after the alarm light. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 12/22/2025, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 12/30/2025, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 01/08/2026. Emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot-looping. The cns will boot into windows and attempt to load the software and after the alarm indicator flashes. It reboots itself and repeats. They have tried swapping the hdds and made sure the cables were all plugged in fully and into the correct ports. No error messages while booting, just boot looping after the alarm light. No patient harm was reported. Investigation conclusion: the customer reported that a central nursing station was boot looping, restarting each time it attempted to load the software. The customer had already attempted swapping the hard drives and reseating all cables prior to calling. Nk tech support had the customer boot the unit with the alarm indicator disconnected, which allowed the software to load normally, suggesting a faulty alarm indicator as a contributing factor. However, upon rebooting with the indicator reconnected, the boot loop resumed. The unit was sent in for billable repair and a loaner was shipped to the customer in the interim. At the repair center, the boot loop was duplicated and degraded hard drives with corrupted software were identified. Both hard drives were replaced and reimaged, and the unit completed 48 hours of extended testing successfully before being returned. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot-looping. The cns will boot into windows and attempt to load the software and after the alarm indicator flashes. It reboots itself and repeats. They have tried swapping the hdds and made sure the cables were all plugged in fully and into the correct ports. No error messages while booting, just boot looping after the alarm light. No patient harm was reported.